Event description:
The procedure was a left below the knee (btk) intervention via right cfa. The wire and 018 trailblazer tracked through a stent in left external iliac. The trailblazer became stuck on the stent and was unable to move. The physician had to use force to remove the trailblazer and the distal end (15cm) broke off and was stuck in the stent. The physician used a 10mm snare to remove distal end of the trailblazer and removed it from the patient.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
No product associated with this event was received for evaluation but four photos from the hospital were available. The photos document the distal end of a trailblazer catheter. All three marker bands were visible. There was a kink approximately 2mm proximal to the distal-most marker band. There did not appear to be any significant stretching and/ or longitudinal compression (accordion folding) between the proximal-most and the distal-most marker bands. The proximal shaft fracture face exhibited material deformation.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Photographs of device were received.